Event description:
Boston scientific received information that this right atrial lead was explanted due to suspected insulation damage under the suture sleeve. The lead was explanted and replaced. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil and damages of the insulation in the area of the suture sleeve what was mentioned in the complaint description. Based on the symptoms, it is reasonable to assume that these damages were most likely caused by an over-tighten fixation of the suture sleeve. Further analysis revealed abrasion marks along the lead body. The insulation was intact. In summary, damages of the insulation and deformations of the outer conductor coil were observed, which resulted most likely from an over-tighten fixation of the suture sleeve. The analysis did not reveal any sign of a material or manufacturing problem.